Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® buffered trisodium citrate blood collection tubes was missing additive. The following information was provided by the initial reporter: "there was no additive in 1 of 100 tubes. No abnormality on the shield etc. Was observed."

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® buffered trisodium citrate blood collection tubes was missing additive. The following information was provided by the initial reporter: "there was no additive in 1 of 100 tubes. No abnormality on the shield etc. Was observed."